Event description:
(B)(6) reported shock impedance intermittently out of range since august 2021. All other values are stable. No noise evident on recordings however some possible loc. Advised for full lead evaluation. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.